Event description:
It was reported that the patient presented remotely via merlin.net transmissions. The right atrial lead exhibited noise. Upon review, episodes of inappropriate automatic mode switching were noted. The patient was brought into clinic on (B)(6) 2017 for follow-up. Lead noise was reproducible in clinic. On (B)(6) 2017, the patient presented in clinic for follow-up. The patient was stable before, during, and after that interrogation. The patient would continue to be monitored. No further information is available.